Event description:
It was reported that the customer programmed five boluses to be delivered, and the insulin pump did not deliver any of them at that time. However, at approximately 12:00am, the insulin pump delivered all five boluses at once, causing the customer to be hospitalized for hypoglycemia. Reviewed the bolus history, and found no record of the boluses. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.